Manufacturer narrative:
The device will be evaluated when it is received and a follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the console. The report states that the console falsely detected air in heat exchanger and the vent valve kept opening while trying to deliver. There were no reported patient complications resulting from the alleged issue.

Manufacturer narrative:
The device was evaluated and the fluid level sensor was found to be malfunctioning due to broken solder joints. The sensor was replaced and the console was tested and it passed all operational verification tests.